Event description:
It was reported that following the successful implant of a transcatheter aortic valve, a post-implant balloon aortic valvuloplasty (bav) was performed for an unspecified reason. Following the bav, the valve dislodged. Subsequently, a second valve was implanted. Additional information was received that the deployment starting point was at the middle of the pigtail catheter. The post-implant bav was performed due to moderate-severe paravalvular leak (pvl). The direction of dislodgement was towards the ascending aorta. Prior to valve dislodgement, the implant depth was 5 millimeter (mm). After valve dislodgment, the second valve was placed 4 mm from the non-coronary cusp (ncc) and left coronary cusp (lcc), and the second valve remained implanted normally. There was nothing of note in terms of the patient's anatomy that contributed to the dislodge.

Manufacturer narrative:
Updated data: b2, b5, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: {d-evprop23-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date: {non-implantable}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, a post-implant balloon aortic valvuloplasty (bav) was performed for an unspecified reason. Following the bav, the valve dislodged. Subsequently, a second valve was implanted.